Event description:
During hemodialysis treatment, the patient complained of dizziness. At that time, the nurse turned and noted blood coming from the patient's needle, which had dislodged from the vascular access. Treatment was discontinued without performing rinseback. An estimated blood loss of 1500cc was reported. The patient received four units of packed red blood cells. No other medical intervention was required. The patient continues hemodialysis treatments without further problems.

Manufacturer narrative:
The reported blood loss is attributed to the patient's needle dislodging during treatment. Review of the log files indicate the cycler approximately triggered a venous pressure decreasing caution due to changes in the patient's venous pressure as a result of the patient's needle dislodging. There is no evidence to suggest a device malfunction occurred. The log file indicates that the operator reset the caution without evidence to indicate that troubleshooting was performed to resolve the cause. The user's guide includes appropriate warnings that the cycler may not sense slow fluid or blood leaks. No additional information will be provided.